Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 504 mg/dl and high ketone levels. Reportedly, the cause was unknown. The customer was treated with an intravenous fluid drip, and was released from the ER approximately 3-4 hours later. Upon being released from the ER customer¿s bg level was 223 mg/dl, and customer was in stable condition.